Manufacturer narrative:
.

Event description:
On (B)(6) 2013, it was reported that the patient's seizures had worsened considerably in the past when the settings were increased above 1 ma. The nurse confirmed that the seizures were due to the increased settings and stated that she did not know the exact date they occurred; however, it was likely it occurred in 2010 sometime after implant when the patient's settings were being titrated. The nurse stated that it was hard to say if any medication, programming, or other changes were made which may have caused or contributed to the event as the patient is always having her medications changed. The nurse had no information on if any patient manipulation or trauma had occurred. As intervention, the patient's settings were decreased back to 1 ma. The patient was on several medications due to the severe refractory epilepsy. No additional information was provided.